Event description:
It was reported that during install the cardiosave intra-aortic balloon pump (iabp) had a missing tie wrap for coiled cable and IV pole. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: e1 (site country), h6, (type of investigation, investigation findings, investigation conclusion), h10, additional contact information: contact person name: (B)(6), occupation: biomedical engineer. It was being reported that during a install the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "missing tie wrap for coiled cable and IV pole". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that there is a damaged mufflers for pneumatic drive in cavity of console. During testing it was being observed that there is a missing tie wrap for coiled cable and IV pole. It was also being observed that there is no pneumatic drive and observed drive failure in fault log on 11/2020. It was being advised for sales to have demo pump set back to wayne to have repaired and reworked prior to customer on site. Then a getinge field service engineer (fse) had further replaced the drive manifold assembly in order to repair the failed pressure leak at -65 mm hg pressure leak difference. Then there also found the crack on main frame of hospital cart serial and replaced the whole cart whose part is (original hospital cart). It was also being found that there is a defective with mountain screw holes for line cord stripped and replaced with 2nd hospital cart serial. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been received, the complaint will be moved to the investigation stage, if additional information is received or the part becomes available the complaint will be processed accordingly. There was no involvement of the patient.